Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to high thresholds. Additional information received from the field representative indicated that the physician did not extract the system in order to avoid pocket infection. Furthermore, this rv lead also exhibited low impedance and was not correctly sensing. Subsequently, this lead was surgically capped. No additional adverse patient effects were reported.